Manufacturer narrative:
The used probe was visually inspected. On returned condition, probe manifolds were cut off at the entrance of the tubing insertion to the probe engine outside the rear shell. The surface of probe tubing indicate that the manifolds were cut off. The light emitted diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console software. 10000 cut rate displayed on the console screen. The probe actuation issue could not be confirmed because insufficient components were returned for testing and to avoid the console being broken. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported actuation failure of the cutter occurred during cataract and vitrectomy combined surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).